Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedance measurements of greater than 2000 ohms as well as intermittent pacing inhibition. The configuration was changed from its original configuration of tip to coil to tip to ring, and the impedances returned to normal range.

Manufacturer narrative:
Boston scientific technical services (ts) suggested physician could consider increasing the lv sensitivity or extending blanking period to alleviate the impedance issues.